Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative loss of bscva and secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced transient loss of bcva. The lens was later intraoperatively removed and replaced for a same size lens, different power and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
B5: patient dissatisfied with their vision and requested replacement for initial lens. This is only 1 of 1 total reports. Related claim: (B)(4) is not a complaint. Claim# (B)(4).

Manufacturer narrative:
B5: this report is 1 of 2 total reports.based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Further inquiry has been requested. If any additional information is received, a supplemental medwatch report will be submitted. Claim# (B)(4).